Event description:
It was reported to philips the device would not turn on during a cardiac event. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The call was for chest pain and the user was unable to see if the patient was having a cardiac event due to the monitor not turning on. Another ambulance was dispatched which delayed patient care another twenty minutes. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty processor pca and power pca. No ECG monitoring strips or case event files were provided to philips for review. The bench technician replaced the processor pca and power pca. The device passed all performance assurance tests and was returned to the customer. Multiple parts were replaced by the bench technician; we are unable to determine the cause of the reported symptom as more than one part was replaced.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Update: one power pca was received for failure analysis. The reported problem was verified during lab test. The problem was localized to f6 (7a fuse - open circuit). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips the device would not turn on during a cardiac event. The device was reported to be in use on a patient, causing a delay in life threatening therapy/treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The call was for chest pain and the user was unable to see if the patient was having a cardiac event due to the monitor not turning on. Another ambulance was dispatched which delayed patient care another twenty minutes. A philips repair bench technician evaluated the device and confirmed the issue. The issue was traced to a faulty processor pca and power pca. No ECG monitoring strips or case event files were provided to philips for review. One processor pca was received for failure analysis. The reported problem was duplicated during lab tests for stuck in boot up splash screen. The failure was located to corrupted flash data memory u39/u40. The bench technician replaced the processor pca and power pca. The device passed all performance assurance tests and was returned to the customer. Multiple parts were replaced by the bench technician; we are unable to determine the cause of the reported symptom as more than one part was replaced.

Manufacturer narrative:
A follow up report will be submitted after philips obtains more information concerning this event. Patient information has been requested.

Event description:
It was reported to philips the device would not turn on during a cardiac event. The device was reported to be in use on a patient, causing a delay in life threatening therapy/ treatment and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. Additional details have been requested.